Manufacturer narrative:
Corrected block: h8. Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the main gut shaft to be broken with the nut attached.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per data log analysis, there is no indication of a problem in the log. Since the problem was detected because the pump was noisy, it is not unexpected the log would not show any issues.

Event description:
It was reported that during field service installation, the roller pump was noisy and found the main shaft of the roller pump to be broken. There was no patient involvement.